Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the physician experienced difficulty inserting the lead into the header of the pacemaker. It was also noted that the set screw of the header was defective. No intervention was performed. The patient experienced no adverse consequences.